Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited dislodgement, along with high thresholds and it was noted the lead was not stable in the atrium. The physician requested a new ra lead, which also exhibited dislodgement, in addition to high and unstable thresholds and instability in the atrium. The ra leads were not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.